Event description:
Medtronic received information that during implant of this bioprosthetic valve, after the valve was sewn into place the surgeon noted a hole in the leaflet. The surgeon immediately removed the valve and replaced it with another valve. Device was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. The valve appeared to have been modified. All leaflets were slightly stiff but flexible possibly due to the decontamination process and/or blood contact. The non-coronary and left cusps were intact. A tear in the lunula of the right cusp appeared consistent with historical events for tears occurring at implant associated with a sharp object such as forceps. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information received and the analysis results of the returned device a definitive root cause of the tear in the leaflet was unable to be determined; however it appears consistent with historical events for tears occurring at implant associated with a sharp object such as forceps.. The IFU states precautions during use. It was concluded that use error was the likely cause of the event. (B)(4).